Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the footplate does not lower back into alignment following deployment. Therefore, when attempting to remove the device after step 4, resistance is met (due to foot plate sticking out of its place and therefore catching the edge of the anterior wall and not allowing the device to come out smoothly as it would normally do). Another prostyle was attempted but the same occurred. The sutures of two new prostyles were successfully pre-placed. The sheath was upsized to a 9f sheath due to vessel damage from the raised footplate. A nick and spread was performed to remove the devices, and once removed the top foots remained opened. The sheath was upsized to a 16f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. The vessel was also treated with the same pre-placed prostyles that achieved hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostyle referenced are being filed under separate medwatch report numbers.

Manufacturer narrative:
Analysis was performed on the returned device. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported difficulty closing the foot was confirmed based on the foot returned partially retracted. Additionally, 10 sterile devices were tested with no anomalies noted. The foot fully deployed and retracted without difficulty or resistance noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The subsequent treatment appears to be related to procedure circumstance. The patient effect of tissue injury is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the vessel closure devices. A conclusive cause for the reported difficulties could not be determined based on the returned device condition. Factors that contribute to difficulty closing the foot and device entrapment may include, but are not limited to, tissue or suture caught in the foot, posterior foot partially deployed in the foot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.